Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, the trocar went into the bladder. The physician took the trocar out, re-aligned and put the device back into the patient. The procedure was completed with the same device. The patient had to wear a bladder bag for seven to ten days.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.